Manufacturer narrative:
The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
The nurse reported that a spectrum pump failed to detect an occlusion alarm during an drug delivery on a patient. The customer reported a conflict between a bottle of nitroglycerin, and the given dosage on the pump. They noticed a kink in the tubing, and said the pump did not produce an upstream occlusion alarm. The biomedical engineer reviewed the history log, and confirmed no occlusion alarm occurred. Programmed amount and delivery rate is unknown. No patient injury occurred. Only one patient was involved with this pump.

Manufacturer narrative:
Manufacture ref. No.: (B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported symptom, failed to detect an occlusion, which was not reproduced or confirmed. No failed component could be identified as a cause for failure. The device was found to function as designed. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-05547 can be removed from the FDA database.